Event description:
It was reported that the product's "left front wheel is not straight and wobbly".

Manufacturer narrative:
It was reported that the product's "left front wheel is not straight and wobbly". There were no reports of death, serious injury, medical intervention, or follow up care.